Manufacturer narrative:
The blower assembly was received at the external lab for further analysis. Evaluation found that the phases were shorted to the shaft and case causing the motor to lock up and thus a vent inop condition.

Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: the unit was received at the international service center in (B)(4). The technician confirmed on 12/09/2016 that impeller of blower was locked and did not rotate. Resolution and disposition: the blower was sent to the v60 vent manufacturing facility for evaluation. Investigation is anticipated, but not yet begun. (B)(6).

Event description:
The international customer reported that when the v60 unit was powered on, the unit started up. The unit did not begin to deliver air flow and "patient circuit occluded" and "low leak-co2 rebreathing risk" alarms kept sounding. The unit was replaced. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Device evaluation: the blower assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The impeller was found to be locking up. The blower assembly was installed into the test ventilator in an attempt to duplicate the report of unit did not begin to deliver air flow and "patient circuit occluded" and "low leak-co2 rebreathing risk" alarms kept sounding. After starting the ventilator in diagnostic mode, the blower assembly failed to start spinning. The blower was not functioning, the motor shaft could not rotate freely due to the impeller is locking up. No breaths were delivered and the patient circuit occluded high priority alarm activated immediately. The blower assembly test failed and duplicated the reported complaint. The blower assembly will be sent to an external lab for further analysis. Results will be provided when they become available.